Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised.

Manufacturer narrative:
Additional information: event. Corrected data: common device name. An event regarding infection involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: not performed as no lot details were provided. Complaint history review: not performed as no lot details were provided. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as device details, return of the device, pathology reports including the strain of infection identified, operative reports, x-rays, patient history & follow-up notes are needed to complete the investigate for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. Update: event description as per response. Revision took place due to possible infection. An irrigation and debridement was performed and the insert was exchanged.